Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 407 mg/dl and that the had several infusion sets were not staying adhered to their body. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer did not provide their blood glucose level at the time of the call. The customer did not provide information on events leading up to the incident. The customer declined to troubleshoot the issue. The insulin pump will not be returned for analysis.